Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Removed and replaced the high voltage cable. The system was placed back into service.

Event description:
It was reported that the 9800 system will not go into mag 1 and the collimator is not working. There was no report of patient injury.